Manufacturer narrative:
Analysis found that the device came in with cut cable and both back clips were missing. Replaced both washer and cable. The item was repaired, cleaned, tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the device was not responding, not working at all intra operatively. There was no patient impact.